Manufacturer narrative:
No product was returned and no radiographs could be provided confirming the alleged device failure. It was reported the explanted device were disposed of at the user facility. A requested bone quality report could not be provided however the doctor had stated the patient had poor bone quality which may be the cause of the incident. The patient post op activity levels were unknown. The root cause of the event could not be determined however review of the surgeons notes suggested the patient bone quality was the root cause of the failure. Off label usage of the product was also observed as combining nuvasive device with competitors systems has not been tested. Results may vary. "Label review - contraindications... Contraindications include, but are not limited to: patients with inadequate bone stock or quality..." "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)... Loss of fixation..." "...internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. ¿" "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw¿" "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...compatibility: do not use the reline system with components of other systems, other than the armada system. Refer to the armada system instructions for use for a list of the armada system indications for use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." "...pre-operative warnings... Only patients that meet the criteria described in the indications should be selected... Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...".

Event description:
On (B)(6) 2021 a patient underwent a posterior lumbar interbody fusion procedure from l3 to l5 implementing a competitors interbody spacer and nuvasive screw fixation. On a unknown date it was discovered that the competitors cage had migrated at l4/l5 and the patient pathology had worsened. It was also observed that implanted pedicle screws had loosened in bone. On (B)(6) 2021 a revision occurred where the loose pedicle screws were replaced with a competitors product and the fixation was extended to both adjacent levels of the construct.